Manufacturer narrative:
(B)(4).

Event description:
Procedure: colorectal. According to the reporter: visiport was removed from package and the tip (knife blade) fell off. This was before going near the patient so no adverse outcome.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/26/2015.